Event description:
On 6/26/2000, a nellcor puritan bennett failure investigation tech verified the customer complaint of high readings. While investigating the npb40 pulse oximeter, discovered that this unit was displaying oxygen saturation readings that were in excess of 10 points high. Initial info received verified no pt harm or change in therapy. This report is not an admission by nellcor puritan bennett that the device caused or contributed to the death or deterioration of the state of health of any person.